Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the questionnaire was completed with limited information. Having another (non-curonix) device implanted, the patient experiencing the unintended stimulation/new pain in a new area that is not targeted for therapy, and no attempts at reprogramming the device have been ruled out as potential causes. The stimulator is used to treat pain. The cause of the reported issue is due to programming parameters as the issue was resolved after the transmitter programs were changed (user error- clinical representative). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported overstimulation. The commercial team member met with the patient on (B)(6) 2024 and the changed the transmitter programs. Since the transmitter programs were changed, the issue has resolved.